Manufacturer narrative:
G07001 - part/component/sub-assembly term not applicable. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow-up supplement report is being submitted as the quantity of this file has been updated to 2. This is to include the additional and successfully placed zebd-5-10 which was the same lot # as the initial zebd. This is also being reported based on the user error of using with the incorrect wire guide size additional information received on 27-oct-2020 as follows: could you confirm the introducer used with the stent? ¿ no. And also the lot number of the placed stent and if an the same size wire guide was used with this also ¿ lot number is unknown. The same size wire guide was used. Initial report details: the user advanced the stent over a guide wire (boston scientific's endoselector 0.025inch angled) using the pusher with no problem. However, he could not remove the guide wire from the pusher and the stent to release the stent, so he had to remove all(stent, pusher and guide wire) together from the endoscopy and pulled out the wire guide from the pusher and the stent using strong force. Another zebd-5-10 was placed to complete the procedure.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-5-10 of lot # c1739180 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 06th november 2020. Photos received from cook japan reveal kinks to be present on the 3rd and 5th portholes of the stent.   Damage and perforation was observed on the white pusher at 5-8cm and 23-27cm from sleeve end. The stent was returned for evaluation as can be seen from the images taken at decontamination, however, it is believed to have been accidently disposed of with the packaging as it could not be located post decontamination for evaluation, awareness training was carried out with all relevant personal to try prevent reoccurrence. Prior to distribution zebd-5-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-5-10 of lot number c1739180 did not reveal any discrepancies that could have contributed to this complaint issue.   The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1739180.   It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ an additional file, was opened from this complaint to capture the user error of the second device which was of unknown lot number. Root cause review: a definitive root cause can be attributed to user error, a non-recommended wire guide was used with the stent set. It may be noted that the device label indicates a 0.035¿ wire guide for use with the stent set and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used with the stent set. It is evident from the returned pusher that it had been put under compressive force and had likely been twisted most when the wire was removed, thus causing perforations and damage to the pusher. As the smaller diameter 0.025" wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wireguide is used. It may therefore be concluded that the damage evident on the components of the stent set were most likely a result of use with an incompatible accessory. Engineering input received stated that the pusher had been put under compressive force and had been twisted most likely when the wire was removed from the scope or pusher, thus causing perforations and damage to the pusher and that the wireguide is not compatible with the device. Summary: complaint is confirmed based on customers testimony.   According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, the procedure was complete with the second device used.   Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow-up supplement report is being submitted due to the receipt of additional information on 27-oct-2020 and the evaluation of the complaint device on the 06-nov-2020. Additional information received on 27-oct-2020 as follows: could you confirm the introducer used with the stent? ¿ no. And also the lot number of the placed stent and if an the same size wire guide was used with this also ¿ lot number is unknown. The same size wire guide was used. Initial report details: the user advanced the stent over a guide wire(boston scientific's endoselector 0.025inch angled) using the pusher with no problem. However, he could not remove the guide wire from the pusher and the stent to release the stent, so he had to remove all(stent, pusher and guide wire) together from the endoscopy and pulled out the wire guide from the pusher and the stent using strong force. Another zebd-5-10 was placed to complete the procedure.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user advanced the stent over a guide wire(boston scientific's endoselector 0.025 inch angled) using the pusher with no problem. However, he could not remove the guide wire from the pusher and the stent to release the stent, so he had to remove all (stent, pusher and guide wire). Together from the endoscopy and pulled out the wire guide from the pusher and the stent using strong force. Another zebd-5-10 was placed to complete the procedure.